Event description:
Information was received indicating that during infusion of fluorouracil with a smiths medical cadd medication cassette the pump exhibited a "no disposable tubing, pump won't run" alarm. Per reporter the pump had been running approximately seventeen (17) hours and had infused 40 ml. It was reported that pumps were switched; however, the replacement pump exhibited an error code. The remainder of the infusion was discontinued. No adverse patient effects were reported.